Manufacturer narrative:
D4: lot #: the suspect lots are r25f07130 and r25e22154 d4: expiration date: the expiration date of the suspect lot r25f07130 is 06/08/2027 and the expiration date of the suspect lot r25e22154 is 05/23/2027. D4: unique identifier (UDI) #: the UDI# of suspect lot r25f07130 is (B)(4) and the UDI# for the suspect lot r25e22154 is (B)(4). H4: device manufacture date: the manufacture date of suspect lot r25f07130 is 06/09/2025 and suspect lot r25e22154 was manufactured between 05/23/2025 - 05/24/2025. H11: the actual device was not available; however, a photograph of the actual sample and three (3) companion samples (one (1) from suspect lot r25e22154 and two (2) from suspect lot r25f07130) were received for evaluation. Visual inspection of the photo sample showed that the tubing was separated from the y-site clearlink in the upstream part. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional pressure, clear passage, priming, pull, and usage (counting drops falling in the drip chamber while collecting effluent, then measuring volume) testing were performed on the companion samples with no issues noted; the sets worked according to specifications. The reported condition was verified on the actual sample. The cause of the separation could not be determined; however, may be related to manufacturing. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspect lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart (tubing to clearlink junction). The issue occurred toward the end of a colonoscopy with lactated ringer's (lr) solution and propofol running (not on a pump). There was no report of patient injury or medical intervention associated with this event. No additional information is available.